Manufacturer narrative:
This report is submitted on may 3, 2021.

Manufacturer narrative:
This report is submitted on march 1, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site. The device was explanted on (B)(6) 2021. Reimplantation is planned but has not taken place at the time of this report.